Manufacturer narrative:
The device has been returned and investigation has determined the complaint is not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A customer reported, that they obtained high readings on their precision xtra blood glucose meter. It was reported that, the customer obtained a reading of 234 mg/dl and suffered symptoms of hypoglycemia and then lost consciousness. As a result of this, an ambulance was called, the paramedics subsequently obtained a reading of 40 mg/dl on their own meter and therefore treated the customer with glucagon. It is not known exactly over what period of time the two readings were taken. The ambulance took the customer to the hospital; however, the customer received no further treatment at the hospital and was discharged a few hours later.